Event description:
The plaintiff's attorney alleged that the decedent experienced a cerebrovascular event on or about (B)(6) 2012, a cardiovascular event on an unk date in (B)(6) 2012 and a cardiovascular event and subsequently expired on (B)(6) 2004 after the use of the product.

Manufacturer narrative:
This is one event (cardiovascular) of three events reported for the same pt involving two separate products.